Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-03572. It was reported the patient lost therapy approximately 3 months ago due to lead fracture. Reportedly, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced with two new models. Effective stimulation was restored postoperatively thus resolving the issue.